Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 4 months due to severe prosthetic mitral valve perivalvular leak (pvl). Per the op report, the subject device was initially implanted to correct the patient's endocarditis and stenosis. She did well postoperatively but then developed a small to moderate sized pvl around the mitral valve. Patient also had significant aortic insufficiency. Echocardiogram confirmed these findings. Blood cultures were negative. During explantation of the mitral valve, it was noted to appear normal looking. There was a 2 cm in circumference pvl in the area of the right trigone. There was a total of 3 pledgeted sutures that had deshisced. The device was replaced with another edwards bioprosthetic valve. Patient was separated from cardiopulmonary bypass (cpb). Echo at this time showed no pvls around the new mitral valve. Unfortunately, after approximately 5 minutes, the patient developed pulmonary edema which was suctioned from the endotracheal tube. After approximately another 5 minutes, the patient's oxygen saturations descreased below 80. Cpb was reinstituted and it was decided to place the patient on ECMO/cps. After ECMO/cps placement, the cpb machine was turned off. Excellent hemodynamics resulted with flows in excess of 3.5 liters a minute. Patient was transferred to the ICU in critical condition.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. In this case, the subject device was initially implanted for endocarditis; however, gram stains at time of explantation showed no organisms. Technique and anatomical related factors have also been showed to contribute to pvl. The op report documents a total of 3 pledgeted sutures that had dehisced. Unfortunately, the root cause of this event cannot be confirmed with the available information and without the sample device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.